Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports: other mfg report number: 3013886523-2021-00495. A physician reported a hakim valve (id823162) was implanted in the patient via ventricular peritoneal shunt on (B)(6) 2020 with 70mmh2o; used with codman bactiseal catheter kit 823072 (serial:unk). Valve dysfunction was suspected due to no improvement of underdrainage and ventricular enlargement. The valve was removed and replaced on (B)(6) 2021. Upon removal, set pressure was 30 mmh20. The patient's condition is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.